Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: what is the lot number for the device? The device was not kept so we cannot confirm the lot number. Who reloaded the device after the first firing? The scrub technician says he did. Were the forces to fire higher or lower than expected? No. Who fired the device? The surgeon. What color cartridge was being used? White. Did the tissue move distally during the firing? They did not observe that. What is the current patient status? According to the surgeon, the patient is doing well.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the stapler was successfully fired across a segmental vascular bundle. They next fired across the renal artery. The stapler was cycled and appeared to have not deployed staples. This was confirmed later by the vascular surgeon who repaired the artery. Patient was converted to an open procedure to have the renal artery repaired. It is unknown how the case was completed.